Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered minicaps with inadequate iodine. This occurred before patient use. The care giver stated that it appeared that the top of the minicap sponges had no iodine on them. The care giver then took another minicap from the same box and pulled the sponge out to see if there was any iodine in the cap. The care giver stated that there was iodine in the cap. The care giver stated they did not notice any damages to the shipping container or overpouches that the minicaps were received in. There was no patient injury or medical intervention associated with this report. No additional information is available.